Event description:
Pt hooked up to chemoterhapy via a port with a cadd prizm pump 683190. To receive 4329 mg 5fu in 540 ml, 506 ml to be infused at 11 ml/hr over 46 hrs. Hookup was 02/19/2007. Discounnect was 02/21/2007, 78 ml were left in bag as reported. The most that should have been left in the bag was 34 ml. The event log on the cadd showed that the res vol was 0. Pump was accuracy tested and passed. The tubing used was 21-7394 product number smiths cadd administration set with 0.2 micron filter. Pt did not receive dose as ordered. Unclear why.